Event description:
It was reported the patient had been hospitalized after receiving an appropriate shock "which probably saved his life." Lead impedance was noted to have increased from approximately 500 ohms to 2250 ohms and the lead was no longer capturing the rv. While the patient was still hospitalized, the device was interrogated and it was found there had been 4 inappropriate shocks, due to oversensing and noise. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This report is being filed which covers a 2-year retrospective review of events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 6 unreported serious injury events for model 3387, 2 unreported serious injury events for model 3389, and 1 serious injury event for model extension for the above time period (all product code mhy). This total includes the event described in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned. Analysis found there is only one set of setscrew marks on the connector pin, and it is too proximal indicating that the connector pin was not fully inserted into the device. Other: it was reported the patient had been hospitalized after receiving an appropriate shock "which probably saved his life." Lead impedance was noted to have increased from approximately 500 ohms to 2250 ohms and the lead was no longer capturing the rv. While the patient was still hospitalized, the device was interrogated and it was found there had been 4 inappropriate shocks, due to oversensing and noise. The lead was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event; capture, failure to, impedance, high, interference, oversensing, shock, inappropriate.

Event description:
The patient reported turning off their stimulation and receiving a shock in the brain. The mother stated the patient yelped and almost passed out; they were in the car. It caused the patient's right hand to jerk. The manufacturer representative recommended that patient have the device evaluated by the hcp.